Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
The customer reported that an administration set with a ballooned pump segment was sent to biomed. The set contained fluid. No patient harm was reported.

Event description:
The customer reported that an administration set with a ballooned pump segment was sent to biomed. The set contained fluid. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a balloon in the pump segment was confirmed per photo received by the customer. Per provided photo a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment was observed. The device was not returned for investigation. A root cause for this event could not be determined.